Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 65 indicating the audio alarm was not audible, and the user restarted the device per guidance, after which the alert ceased; the device continued functioning and no blood glucose or hospitalization issues were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device alarm malfunction consistent with no audible alarm, with the speaker/sounder component implicated, and an electrical/electronic component problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.